Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 10 years and 2 months. Manufacturer's investigation conclusion: no product was returned for evaluation. The patient remains ongoing on lvad support. The report of percutaneous lead outer jacket damage cannot be confirmed. X-rays and a log file from the time of the reported event were submitted. The x-rays revealed no areas with shield breakdown and the log file captured the device operating. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. It was reported that after over 10 years of support, the outer jacket of the driveline was slightly peeled off close to the system controller connector. In addition, the entire driveline was delicate and soft. The damaged part was repaired with silicone tape. There were no reported adverse effects to the patient. No additional information was provided.